Event description:
E-mail received from pt (B)(6) on 29 sep 2016: received a patient registration form (prf) for patient (c. M. Female, dob (B)(6)) who had a art21smt sn# (B)(4) explanted on (b)(\6) 2016 at (B)(6). Hospital¿s address is (B)(6). Nov 3, 2016 update from USA sales: there was no issue with the valve. Once chest was open and sized the doctor decided solo was not valve for that patient after they already opened it. This was all the information that was able to be obtained.

Manufacturer narrative:
Unknown if the device will be returned.

Event description:
The manufacturer was notified on 29-sept-2016 of the following information received through the patient tracking form: a female patient had a solo smart valve explanted on (B)(6) 2016.